Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous air was removed from multiple cartridges during the loading process. Customer changed out the cartridges and syringe/needle to successfully load another cartridge. Customer's blood glucose was 190 mg/dl.